Event description:
It was reported that the patient presented to the emergency department after receiving therapy from the implantable cardioverter defibrillator (ICD). Review of the ICD data determined that in one episode the ICD delivered inappropriate anti-tachycardia pacing (atp) and a shock for atrial tachycardia. Another episode showed ventricular fibrillation that was intermittently undersensed due to the fine signal; however, was appropriately and successfully treated with a 41 joule shock. It was suspected that the undersensing caused a one to two second delay in therapy. The ICD was reprogrammed, adjusting the ventricular tachycardia treatment zone from 160 beats/minute to 180 beats/minute. The ventricular sensitivity was also increased from 0.6 mv to 0.4 mv. The ICD remains in service and there were no patient complications.